Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer's blood glucose level was 20 mg/dl. The customer's wife called paramedics who then treated him and took him to the hospital. The customer did not report any symptoms, but did report that he blacked out due to the low levels. The customer was wearing the device at the time of admission, but after he arrived the hospital staff removed his device. The cause of the low was hypoglycemia. The customer was treated in the hospital. The customer did light troubleshooting and was told to monitor the issue and call back if problems persisted. The customer called back and reported a separate emergency room visit for low blood glucose levels. The customer stated that he passed out, and did not know what his levels were. The customer stated that his doctor wanted him to have a replacement device. The customer's phone call was disconnected and he could not be reached again. Nothing was replaced.